Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were found clogged during use. The following information was provided by the initial reporter: "we received needles for their flu clinic yesterday bd safety glide injection needle ref 305916 lot#: 2024138 to attach to our prefilled flu vaccines and the bevel (the tip of the needle is not hollow). It is completely solid on several of the needles we looked at. The staff are unable to inject the medication."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were found clogged during use. The following information was provided by the initial reporter: "we received needles for their flu clinic yesterday bd safety glide injection needle ref (B)(4) lot #2024138 to attach to our prefilled flu vaccines and the bevel (the tip of the needle is not hollow). It is completely solid on several of the needles we looked at. The staff are unable to inject the medication."